Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Images were received and reviewed by an abbott vascular senior medical advisor who noted that movements of the grippers were asymmetrical, as one gripper could be seen functioning normally while the other gripper was seen not lowering completely. All available information was investigated and a cause for the reported gripper line break, gripper actuation issue and clip becoming caught on the guide soft tip could not be identified. Based on the information provided, it is not likely that the gripper actuation issue was due to a gripper line break, as one of the grippers was able to be raised properly, which is an indication that the gripper line was intact. It is possible that the clip delivery system (cds) experienced compressive forces on the gripper lumens while in the anatomy, resulting in additional stress on the gripper line such that the line would not respond while retracting the gripper lever, thus contributing to the gripper actuation issue; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed for gripper actuation issues and gripper line break, which have the potential to cause or contribute to serious injury. It was reported that on (B)(6) 2016, the patient, with mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. It was noted that there was an issue with the grippers of the clip delivery system (cds). The grippers could not be moved and it was suspected that there was a gripper line break. The clip was closed to retract the clip into the steerable guide catheter (sgc) and some resistance was noted with the sgc soft tip. The device was removed from the patient anatomy and was not used. A second cds was prepared and used. Two clips were implanted and the mr was reduced from grade 3-4 to grade 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and a cause for the reported gripper line break, gripper actuation issue, and clip becoming caught on the guide soft tip could not be identified. The returned device analysis confirmed that the gripper line was intact and the grippers were functioning as intended, which aligns with the review of the dicom images provided. It is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in additional stress on the gripper line such that the line would not respond retracting the gripper lever, thus contributing to the gripper actuation issue; however, this cannot be confirmed. In addition, the reported difficulty removing the device due to the clip interacting with the sgc soft tip would not be confirmed during testing. It is possible that use technique during cds removal contributed to the clip becoming caught on the soft tip; however, based on the information provided, this cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.